Manufacturer narrative:
The weight of the patient is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4), (device stuck on tissue). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure the forceps were difficult to open and close while attempting to retrieve a biopsy specimen. The forceps were closed and became stuck on the tissue, subsequently taking a larger bite than expected. It was noted that no additional treatment was required and no bleeding occurred. The procedure was completed with this device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.